Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any non-conformities or deviations identified during production. The root cause of the e433 error was likely a defective generator board. An investigation into defective generator boards with error e433 found a destroyed transformer to be the cause. Improved generator boards have been introduced into production since this device's manufacture date. The error message e433 is triggered by the device safety system and is communicated visually and acoustically to the user. This error causes a restart of the device. In critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, according to the IFU, a suitable replacement device must be provided during an application. The risk of the e433 error caused by a defective generator board has been evaluated by olympus and found to be as low as reasonably achievable. No further actions are required.

Manufacturer narrative:
The device was returned to olympus for evaluation and as part of asset return. The evaluation confirmed the initial report. Error e433 occurs when the unit is powered on due to a faulty generator board. There were also minor scratches on the top cover, and minor scratches and dings on the front panel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the electrosurgical generator was showing error e433 (permanent reboot/temporary failure code). No patient harm or impact to patient care was reported for this event.